Manufacturer narrative:
(B)(4). Concomitant medical products : 115310, comp rvrs shldr glnsp std 36mm, 129260; 113629, comp primary stem 9mm mini, 979660; 010000589, comp rvrs 25mm bsplt ha+adptr, 592930; ep-115393, e1 44-36 std hmrl brng, 734030; 180558, comp nlk scr 3.5hex 4.75x20 st, 860890; 180560, comp nlk scr 3.5hex 4.75x30 st, 018440; 115397, comp rvs cntrl 6.5x35mm st/rst, 569900. The investigation is in progress. Once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -06009; 0001825034 -2018 -06014; 0001825034 -2018 -06025; 0001825034 -2018 -06031.

Event description:
It was reported that the patient underwent a reverse total shoulder arthroplasty, and was revised due to unknown reasons approximately five (5) months post-implantation. No additional information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported based on additional information. It was determined that the product did not contribute to the reported event.the initial report submitted should be voided.

Event description:
Upon reassessment of the reported based on additional information. It was determined that the product did not contribute to the reported event.the initial report submitted should be voided.